Manufacturer narrative:
Section h6 : 3191 - appropriate term/code not available " for " electrical /electronic property problem".

Event description:
It was reported that the right atrial (ra) lead exhibited noise. A possible lead material integrity or electrical malfunction was suspected. The ra lead remained in service. There were no reported adverse effects to the patient.FDA medwatch # mw5119626